Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total hysterectomy, the needle kept on separating from the suture. Another device was used. There was no patient injury.